Event description:
On 12/5/97 the pt had a cardiac arrest while standing in the school yard. CPR was initicted and paramedics arrived. He was successfuly cardioverted out of ventricular fibrillation. He was then found to be in a slow ventricular rhythm with non-capture of his pacing system. The following day he was found to have a non-functioning pacemaker which was reporting high lead impedance. The lead was subsequently found to be functioning normally.